Event description:
Proactif clinical study it was reported that there was a hemorrhage in the (hepatocellular carcinoma) hcc with perihepatic bleeding, resulting in death. Advanced, multicompartment dosimetry was performed to assess the treatment dose. Per treatment tc-macroaggregated albumin (tc-maa), uptake by the perfused liver was 150 gy and for the perfused tumor was 348 gy. On (B)(6) 2023, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day with infusion to the right liver. The catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii); 5.4 gbq of therasphere was administered to the right liver through vial 1. Post treatment dosimetry documented a strong uptake of the delivered dose; to perfused liver was 151 gy and to the total perfused tumor was 352 gy. On (B)(6) 2023, 29 days post index procedure, the subject was diagnosed with hemorrhage in the hcc associated with perihepatic bleeding. No corrective action was taken to treat the event. However, the subject was treated with anticoagulants. It was noted the subject had cardiac comorbidities including bypassed coronary artery disease and atrial fibrillation. On (B)(6) 2023, 38 days post index procedure, the subject died. It was further clarified that the patient was prescribed anticoagulation medication prior to therasphere treatment due to the patients preexisting medical condition of diffuse arteritis. It was further reported that the perfused tumor was large (10cm) and located close to the liver capsule. On (B)(6) 2023, the patient was admitted to the local hospital with anemia and was diagnosed with hemorrhage of the tumor (hcc) associated with perihepatic bleeding. As a consequence of the anemia, the patient had hypoperfusion of organs causing multiorgan failure. Embolization of the active bleeding was not considered due to the patient's renal insufficiency and cholestasis; however, the patient received a blood transfusion. The cause of the reported hemorrhage was thought to be due to tumor necrosis caused by radiation and favored by anticoagulation.

Manufacturer narrative:
B5: describe event or problem: additional information. D3: manufacturer address 1: (B)(6). G1: MFR site address 1: (B)(6). G1: MFR site zip/post code: (B)(6).

Manufacturer narrative:
Manufacturer address 1: chapman house, farnham bus park. MFR site address 1: chapman house, farnham bus park. MFR site zip/post code: gu9 8ql.

Event description:
Proactif clinical study. It was reported that there was a hemorrhage in the (hepatocellular carcinoma) hcc with perihepatic bleeding, resulting in death. Advanced, multicompartment dosimetry was performed to assess the treatment dose. Per treatment tc-macroaggregated albumin (tc-maa), uptake by the perfused liver was 150 gy and for the perfused tumor was 348 gy. On (B)(6) 2023, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day with infusion to the right liver. The catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii); 5.4 gbq of therasphere was administered to the right liver through vial 1. Post treatment dosimetry documented a strong uptake of the delivered dose; to perfused liver was 151 gy and to the total perfused tumor was 352 gy. On (B)(6) 2023, 29 days post index procedure, the subject was diagnosed with hemorrhage in the hcc associated with perihepatic bleeding. No corrective action was taken to treat the event. However, the subject was treated with anticoagulants. It was noted the subject had cardiac comorbidities including bypassed coronary artery disease and atrial fibrillation. On (B)(6) 2023, 38 days post index procedure, the subject died.